Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm model #: sc-4316 lot #: 18428205 description: next generation anchor kit-sterile the explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had a paresthesia as well as palpitation and agitations with the scs paresthesia programming. It was also noted that even though the stimulator was off the patient was receiving signals which affects the chest wall and lower back with spasms and tingling sensation. The patient had recent increase heart rate, shortness of breath and increased blood pressure due to a non-functioning device. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had a paresthesia as well as palpitation and agitations with the scs paresthesia programming. It was also noted that even though the stimulator was off the patient was receiving signals which affects the chest wall and lower back with spasms and tingling sensation. The patient had recent increase heart rate, shortness of breath and increased blood pressure due to a non-functioning device. The patient will undergo an explant procedure.